Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needless connector was having connection issues. The following information was received by the initial reporter with the following verbatim. It was reported by customer that nurses unable to remove caps and not changing them at recommended 7 day intervals increasing risk for infection. Kelly clamps x 2 used by staff to remove caps creating risk for cracked hub.